Event description:
It was reported that a large volume intermate had a fiber in the reservoir. This occurred before use after the device was compounded with ciprofloxacin. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 14, 2014-november 17, 2014. One actual unit was received at the plant for analysis. Visual inspection on the unit noted a white particle, approximately 3.16 mm in length, floating in the fluid of the reservoir. The particle was in the fluid path. The particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy testing. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.